Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip device was returned for product basement. The returned sample includes the hemostasis sheath, carrier tube and locator. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device tip is cut, exposing the collagen and anchor. The device appears to have been used, and the anchor and collagen are intact at the distal tip. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: pd doctor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2026-00119.

Event description:
Terumo medical corporation received the following reported information: following a percutaneous coronary intervention (pci) with stent implantation via right femoral artery puncture using a 7 french sheath, the angio-seal was prepared correctly per the instructions for use (IFU). No pre-deployment angiogram was performed. The guidewire and angio-seal sheath were placed in the vessel without any problems. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The user was able to remove the dilator and guidewire without difficulty. However, when inserting the angio-seal delivery system, the user felt resistance and was unable to advance the delivery system through the angio-seal sheath. After several attempts, the user adopted a new system; however, encountered the same problem. The system was completely removed, and the puncture site was compressed manually (twenty minutes); hemostasis was achieved by manual compression. There were no further complications during or after the procedure or when closing the puncture site. The patient was stable. The blood loss was less than 250cc. The patient could leave the hospital as planned and was discharged. No other equipment or devices being used with the reported product.